Manufacturer narrative:
The investigation for the console (aic) display issue has been completed. The data logs were reviewed which confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. The console was returned for evaluation. Upon functional inspection, the loss of optical data failure mode was not reproduced. The controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the patient was on impella support when the automated impella controller (aic) gave a blank screen for 30 seconds. No alarms were noted and it returned back to the placement screen. The aic was exchanged. No patient harm has been reported.